Event description:
A customer reported an event of an odor emitting from the sterrad nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
Manufacturer date: 9/30/2010. Method: the customer did not respond to asp's attempts to retrieve more information, thus resolution of the issue could not be confirmed. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), health hazard evaluation (hhe), and system hazard and user misuse analysis (shuma). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (7/10/2013 to 01/06/2014) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from january 2013 through december 2013 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are considered acceptable. The shuma indicates the risk is broadly acceptable for mild exposure to vapor hydrogen peroxide. The hhe were completed to evaluate the risk of exposure to residual hydrogen peroxide emission. The severity of the overall population was "limited" (transient, minor impairment, no medical treatment required) with an occurrence but only occasionally and/or under unusual circumstances. No parts were returned for further evaluation. There is insufficient information to determine the assignable cause of this issue. Review of the tracking and trending data did not identify a trend. As a result, root or assignable cause analysis could not be performed. The customer did not respond to asp's attempts to retrieve more information, thus resolution of the issue could not be confirmed.

Manufacturer narrative:
Ni.